Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the RMA involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no physical damage was found at the distal end. No cable or conductor wire damage was found a the wrist. Intuitive motion was being experienced upon manual input of the disk knobs. The electrical continuity test passed. Instrument was placed on system and tested for energy activation with an external monopolar cord successfully attached to the banana plug. No faults or error messages appeared during in-house testing. Grounding pad with wet paper towel began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No arcing or energy leakage event was observed. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinci-assisted surgical procedure, it was reported that the user noticed a burnt smell. Upon inspection, the insulated area of the front end of the scissors was burnt. The instrument was replaced; however the instrument was burnt at the same place. User was using a valleylab generator, and the monopolar setting was 50. The procedure was completed with a harmonic ace instrument. There was no reported patient injury. There was no report of fragment(s) falling inside the patient. Due to the reported issue, there was a surgical delay of ten minutes.

Manufacturer narrative:
67: intuitive surgical, inc. (Isi) has not received the tip cover accessory for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Customer had only returned the monopolar curved scissors (mcs) instrument associated with this complaint. Please refer to the initial MDR report for the failure analysis investigations of the mcs instrument. In the initial MDR report, the arcing event was reported against the mcs instrument in error. This supplemental MDR report is submitted to capture the arcing event against the mcs tip cover accessory.

Event description:
Refer to MFR narrative for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The cannula was inspected prior to use with a pin gage. The tip cover was installed with an installation tool. Electrolube was not used. The arcing event occurred approximately after 5 minutes of use when the surgeon activated coag energy to separate tissue. Surgeon was using the fenestrated bipolar forceps and prograsp forceps, but there was no report of instrument collision. The instrument was not removed during the case. There were no report of post-surgical complications. The surgeon believed the quality of the instrument contributed to the arcing event. The tip cover will not be returned for failure analysis. Based on the current information provided, this complaint will remain reportable as it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.